Event description:
It was reported that every once in a while there are few air bubbles in the tubing. Customer declined to do troubleshooting. Customer mentioned that his blood glucose was little high and everything was fine, the insulin pump has been giving boluses and blood glucose has been coming down. Customer will speak with health provider regarding high blood glucose to make adjustments to basal rate. Customer stated blood glucose has been over 250 mg/dl twice and blood glucose responds to adjustments but has not been below 140 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.